Manufacturer narrative:
A ge service rep performed an onsite investigation. The failure could not be duplicated. However, the fe found error in the system log files. The system boards and connectors were evaluated and reseated. The system software and calibration files were reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a system error was displayed, then the system locked up. This resulted in an loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.